Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), the physician noted pacing inhibition when holding the device. All connections were re-checked and when inserting the device into the pocket, the same inhibition was observed. The patient is pacemaker dependent. Once hooked up to the chronic non-boston scientific pace/sense lead, there was no more inhibition. A boston scientific technical services representative discussed several possibilities for the clinical observation; damaged seal plugs, thumping on the lead, set screw issues. The representative described how thumping or hitting the lead can create a false signal. The boston scientific sales representative in attendance stated that the physician may have been pushing on the rate sense portion. The device was successfully implanted and no adverse patient effects were reported. The device remained implanted for over five years and was subsequently explanted for normal battery depletion and returned for routine testing.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the device had cored out holes in the df- and is-1 proximal and distal seal plugs which could have caused noise which resulted in the pacing inhibition observed clinically. The device passed labeled longevity calculations and all testing throughout analysis. No other adverse events have been reported. This product issue will be updated if additional information is received.